Event description:
Device issue: device operates differently that expected. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the right common femoral artery using the pre-close method after an interventional procedure. Reportedly, when the introducer was removed, bleeding continued. Manual compression was applied for 30 minutes, but bleeding continued. A cut-down was performed at the site and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.